Event description:
A customer reported dull knives have been experienced during a number of procedures. There was no pt impact reported.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for two possible lots were reviewed. Functional penetration test values for these lots met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to MFR¿s acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the dull knife experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10 x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).